Event description:
Patient reported right side capsular contracture, baker grade unknown, pain and discomfort in the area of the implants, deformation and "having learned about the recall of these devices, I am concerned about my health." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported device was "no longer in the correct place."